Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation; therefore, product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. As part of the device history records review, the sterilization records for this lot were reviewed and this device lot passed sterility tests. A review of the device labeling was completed. Endophthalmitis is identified in the labeling as a known inherent risk of intraocular surgery. Any surgical procedure that disrupts the integrity of the globe can lead to endophthalmitis (eg, cataract, glaucoma, retinal, radial keratotomy, intravitreal injections). Endophthalmitis is an inherent risk of any ocular surgery and the etiology of the infection in this case is not known. To date, there has been no causal link established between the infection and the istent device. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. (B)(4).

Event description:
Glaukos received notification from another medical device manufacturer that a patient developed endophthalmitis post-cataract surgery on the left eye. The istent was indicated as one of the devices used during the procedure. Clinical follow-up was requested from the surgeon who provided the following additional details. The cataract surgery with istent implantation was uneventful. The patient presented on postoperative day three with endophthalmitis. The results of the eye culture showed no growth. The surgeon reported that the patient is overall doing very well; however, her prognosis remains guarded. The infection has resolved and some mild, improving inflammation remains. Additional information will be requested.

Manufacturer narrative:
(B)(4)

Event description:
Clinical follow-up was requested from the surgeon who provided the following additional details. The inflammation was treated with intraocular injection of antibiotic. The patient's current status and prognosis was indicated as "doing very well. Full recovery. No sequelae." The adverse event has resolved.